Event description:
It was reported that pt had a primary ceramic total hip on 3/19/2004. Pt doing very well at one year follow-up. Then pt started feeling/hearing an audible "click" or "clunk" in hip. Then becoming more painful and louder. Patient was revised on 9/15/2005.